Manufacturer narrative:
Tracking number (B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Please refer importer report (B)(4).